Manufacturer narrative:
The na result of 133 mmol/l and the cl result of 95 mmol/l were accompanied by a data flag. The na result of 123 mmol/l and the cl result of 86 mmol/l were accompanied by a data flag. The new patient sample was repeated again on the c501 module in question after the ise cartridges were replaced and the na result was 131 mmol/l with a data flag and 94 mmol/l with a data flag. The na electrode lot number was d48 with an expiration date of 07-oct-2018. The cl electrode lot number was r82. The investigation determined that the cartridge issue found by the fas was the root cause of the event. Product labeling addresses how often to change the ise cartridges.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of low results for 1 patient tested for ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. Based on the data provided, the na and cl results were discrepant. Low ise results for 1 patient had been reported outside of the laboratory. The actual results were not provided. Based on the low results, the doctor had the patient re-drawn. The new patient sample was run on a different c501 module and the na result was 133 mmol/l and the cl result was 95 mmol/l. The new patient sample was repeated on the c501 module in question and the na result was 123 mmol/l and the cl result was 86 mmol/l. These results were not reported outside of the laboratory. The results from the other c501 module were believed to be correct. No adverse event occurred. The na electrode lot number and expiration date were not provided. The field application specialist (fas) was onsite and noted that the ise cartridges were almost 4 months old. Qc was not run after calibration was performed on (B)(6) 2018. The fas replaced the na, k and cl cartridges, primed the reagent and ran an ise check. The ise check results were within specification and calibration and qc were within the acceptable range.